Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the procedure, the screen started to flicker. The physician could not get an acceptable sweep. Tried again and same result. Doctor stopped navigational bronchoscopy portion of the case. The case was not completed by other means. The patient was under general anesthesia.

Manufacturer narrative:
Additional information: b5, g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The involved device was not returned. However, the electronic device-use logs were available. Visual inspection noted the unit did not display any software malfunctions or issues, and the software operated as expected given the local registration input. Functionally, the fluoroscope video input was unstable and flickering during the procedure. The local registration feature requires a stable and continuous video input to complete successfully. As both performed sweeps contained improper input, the video was rejected and the feature was not completed. The analysis did not find any indication of software malfunction. The procedure application performed as designed. It was reported that the patient procedure was cancelled due to a system issue, image on screen is moving (i.e. Flickering, shaking, jumping, etc.), and there were issues completing local registration. The reported issues were confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter during the procedure, the nurse called in indicating flickering during local registration. An attempt to change settings on endobronchial ultrasound bronchoscopy (ebus) that is in the same room. Patient was under anesthesia. The case was not completed and not completed by other means.